Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for device evaluation. The returned sample includes the hemostasis sheath, the carrier tube and the header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the sheath tip. Functional testing starts with setting the assembly to forward lock position, deploying the anchor. The assembly is reset to rear lock position, posting the anchor on the assembly distal tip. The anchor is manually pulled, successfully deploying the anchor, collage and tamper tube. The complaint can be confirmed for a device pullout. The device was returned used with the anchor visible in the sheath tip. The device was able to be successfully deployed during functional testing. The exact root cause cannot be determined. The likely cause is there was obstruction to the assembly tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following an angiogram via 6 french sheath, the angio-seal attempted to use the angio-seal. However, when the doctor pulled back on the device no anchor, collagen, or suture (string) were in it (no guts of the device). No components were in the device; no components were left in the patient. Manual pressure was held, and the patient was not harmed. The blood loss was less than 250cc. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No concomitant medical products were used with the angio-seal.